Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n (B)(6) revealed: complaint unverified. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were trying to charge the implanted neurostimulator and the controller was showing software problem intell is, 3.6, 243, qf port today. Patient services assisted patient with resetting the controller, after resetting, the message was cleared and the controller power on and recharging when plugged into the outlet with green light flashing. Controller show implanted neurostimulator 100%, controller 10% and recharging. Patient service asked patient to inspect the recharger for damage and patient said there was no visible damage on the recharging antenna but the relay box and rtm cord gets very hot since close to a month ago but getting worse in the last couple days. The issue was not resolved. A request was sent to the repair department to replace the recharger device. No symptoms were reported. Additional information was received from a manufacturing representative (rep). They reported that they were not aware of the notified date and do not recall/remember, but if they were made aware they would have submitted the complaint. It was unknown if it was confirmed by the physician.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID: 97755-s, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.